Manufacturer narrative:
The device was returned to baxter and is currently awaiting evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:05 was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 814:05. This problem was identified in service during review of the pump's event history, where it was discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.